Event description:
It was reported that while using 2 bd bbl¿ hemo (haemophilus) ID quad (with growth factors) insufficient growth occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: this is a report about insufficient growth. According to the customer's information, no colony has grown from cells which were identified by a hemo kit by another company, in #3 and #4 in a quad-fractionated agar.

Manufacturer narrative:
There is no 510(k) for this device as it is manufactured outside the us and not sold in the us but is considered to be substantially similar to the legally u.s. Marketed device bd bbl¿ hemo (haemophilus) ID quad (with growth factors) catalog number 297890 with 510k number k841304. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using 2 bd bbl¿ hemo (haemophilus) ID quad (with growth factors) insufficient growth occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about insufficient growth. According to the customer's information, no colony has grown from cells which were identified by a hemo kit by another company, in #3 and #4 in a quad-fractionated agar.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Complaints received for this device and reported condition will continue to be tracked and trended.